Manufacturer narrative:
Upon reassessment of the reported event, it was determined that MFR report number 0002023141-202-01714 was reported in error. Please disregard this submission. No further reports will be submitted for this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. PMA/510k: k011028, k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #14 was removed due to an infection. The patient was having pain, implant became very loose and was removed after antibiotics delivered and all measures to save. Symptoms as a result of the event: abscess , inflammation & pain.